Event description:
Customer went into hypoglycemia and the spouse called the paramedics. They tested his glucose and got a result of 10 mg/dl while the breeze meter read 65 mg/dl. After recovery, the breeze meter read lower than another meter: breeze 225 mg/dl, other meter 336 mg/dl. While troubleshooting on the phone, the customer got a control reading out of range too high: 166 mg/dl, with an expected range of 113 - 163 mg/dl.